Event description:
The pump was replaced for battery depletion. During the replacement surgery, it was felt that the catheter was malpositioned; the catheter was replaced. The pt had no symptoms related to the event. The pt recovered. The device system was used to deliver fentanyl.

Manufacturer narrative:
(B)(4).